Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the sensor stopped working. Blood glucose level was 220 mg/dl. Troubleshooting was performed for bad sensor. Alarm was verified in the history. Sensor was inserted on 6/11/2014 on the left side of the abdomen four inches away from the belly button. Alarmed occurred when customer had just eaten lunch. Bad sensor alarm occurred after second calibration error. Customer was advised to change sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.